Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. A review of tickets by product lot number could not be performed as the lot number was unknown. Although an increase in complaint activity was found associated with the calcium reagent for falsely elevated and shifts in calcium quality control and/or patient results that are due to lot to lot variability and not related to this current complaint issue, which is specific to the documented patient sample. Additionally, the sample when retested, generated a lower normal result and quality control was in range. Also, the customer ran a precision run with 10 replicates of quality control which were all within range, indicating the assay is performing as expected. Precision study when performed using quality control material was less than 3% which was within the assay claim. Samples were repeated from the same day that the discrepant sample was run and no discrepant results were observed for other samples. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations related to the complaint issue for list number 3l79. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the calcium reagent with an unknown lot number was identified.

Event description:
The customer observed falsely elevated calcium results generated on the architect c4000 analyzer for one sample that the physician questioned. The following data was provided (the customer¿s reference range is 8.5 to 10.5 mg/dl): (B)(6) 2021 sid (B)(6) initial result = (B)(6) mg/dl, repeat = (B)(6) mg/dl. No impact to patient management was reported.